Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that customer was able to access pump features. The customer's blood glucose level was not impacted. It was indicated that the customer would continue to use the pump until the replacement pump was received.